Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cracked subglottic port. The fault occurred in ward where the patient currently is while in use with the patient. An unplanned tube change was required, patient ventilated and dependent on sgp suction. There was patient involvement and no adverse harm reported.

Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 16-apr-2026. H3, h4 and h6: updated. One sample was returned for evaluation. A review of the lot history confirmed that no other customer complaints had been raised against the reported lot number. Visual inspection revealed no damage or anomalies. Functional testing identified a crack on the luer. The complaint of a cracked subglottic port was substantiated. The probable cause of the crack could not be determined.